Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d4 expiration date - correction d4 UDI - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction/device evaluation. H3: device evaluated by manufacturer - additional information. H4: device mfg date - correction. H6: adverse event problem - additional information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.